Event description:
It was reported by service report that the brakes were not engaging. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Brake cable needed to be routed properly.